Manufacturer narrative:
Device used for treatment and not diagnosis. Add'l product code: hrs. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device used for treatment and not diagnosis.

Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
Prior to the start an olecranon procedure, the scrub technician noticed that one of the screws in the elbow set had threads peeling off the shaft. The screw was immediately set aside and not used. There was no contact with the patient or the surgical field. There were reportedly no other peeling screws in the set. The surgeon used another screw and completed the procedure successfully.

Manufacturer narrative:
This device used for treatment and not diagnosis. One screw was received with the subtask associated with this complaint. This screw is whole and intact. The threaded head, stardrive, 2.63mm diameter, fluted tip, and 20.34mm length confirm this as a 02.211.020. The drive is in very good condition, as is the top of the head. The head threads are in very good condition. The neck is in very good condition. The shaft threads are also in very good condition as are the flutes and tip. There is no evidence of peeling threads. The threads are in like new condition and are per specification.